Event description:
Medtronic received info that this transcatheter pulmonary valved conduit, implanted almost two years, was explanted due to stenosis. When this event was reported, a minor (type I) stent fracture had been noted on routine three month follow-up chest x-ray. There was no loss of stent integrity and according to the available info, there was no treatment performed. No adverse pt effects were reported.

Manufacturer narrative:
(B)(4): eval results: device history review found the product met specs when released for distribution. Conclusion: other - cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, two remnants of host tissue and a cluster of mineralization were received with the conduit for analysis. The device was received extensively distorted/crushed with multiple broken struts. Note: due to the receipt condition of the device, the reported stent fracture could not be verified. A broken strut was noted to protrude through the valve wall adjacent to the outflow of one leaflet. The origin could not be determined. Due to the receipt condition of the device, two leaflets had tears and abrasions along the free margin. Again, the origin could not be determined. One leaflet was intact however, due to the receipt condition, this could not be fully determined. The condition of the commissures could not be determined due to the receipt condition. Remnants of glistening off-white pannus lined the inflow orifice showing evidence of an occluded inflow. Traces of tan to brown thrombotic host tissue were noted on the leaflets. Radiography showed extensive mineralization throughout the wall of the valve. A cluster of mineralization was also noted. Conclusion: the DHR for this device was reviewed and no issues were shown that would have impacted this event. Due to the limited amount of info provided and the receipt condition of the conduit, the mechanism of failure could not be determined.